Event description:
It was reported that the customer experienced occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by resuming insulin, and changing cartridges.